Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that distal tip detachment occurred. Following successful rotational atherectomy, a 182cm j mailman guidewire was inserted but failed to track properly down the vessel. Upon removal, black material resembling coating was observed near the floppy tip. The wire appeared damaged, with partial detachment exposing the inner core. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device was not returned for analysis; therefore, a technical analysis could not be performed. Media provided by the customer was inspected and showed the device labeling, a bending/stretching of the spring tip and foreign material over the spring tip.

Event description:
It was reported that distal tip detachment occurred. Following successful rotational atherectomy, a 182cm j mailman guidewire was inserted but failed to track properly down the vessel. Upon removal, black material resembling coating was observed near the floppy tip. The wire appeared damaged, with partial detachment exposing the inner core. No patient complications were reported.